Event description:
Device report received from synthes (B)(4) reported an event in (B)(6) as follows: patient experienced deep infection after distraction osteogenesis and veptr implant on (B)(6) 2013. The patient developed fever from (B)(6) and had back pain from (B)(6). Patient was hospitalized on (B)(6) and curettage irrigation was performed on (B)(6). Patient was prescribed an antibiotic for infection and was discharged on (B)(6). This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is on an unknown veptr implant. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.